Event description:
Per the clinic, the patient experienced inflammatory skin hypertrophy (hypertrophic scar and keloid) at the abutment site, which has caused pain. The patient subsequently underwent a skin revision surgery on (B)(6) 2025 to have the hypertrophic scar/keloid surgically removed and the device was also explanted during the same surgery.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-04789] submitted on december 31, 2025 was filed inadvertently. No explantation has occurred. Per the clinic, the patient underwent abutment removal procedure under general anesthesia on (B)(6) 2025. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.